Manufacturer narrative:
Information was received via literature. Please reference literature at the following location: http://www.boneandjoint.org.UK/content/jbjsbr/93-b/8/1045.full.pdf. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that two hips were revised to total hip arthroplasty because of severe pain associated with acetabular erosion.

Manufacturer narrative:
No devices or photos were returned for review, as they remain implanted. Device history records were not reviewed as item and lot numbers were not provided. The devices were used in treatment. Component compatibility is unknown. A complaint history search could not be performed due to the lack of lot numbers provided. With the information provided, a definitive root cause cannot be stated.